Event description:
It was reported that the patient experienced new pain in the legs that mimicked the pain prior to having the pump. Reportedly, there was no alleged product issue. A pump/dye study, rotor/roller study, and x-rays were performed. During the attempted pump study aspiration was unsuccessful. Saline was in the pump and the dye study was repeated. Further, the rotor and dye study showed a functional system with dye in the intrathecal space and no further action was planned. It was not known if the issue was resolved or if the cause was determined. There were no medications in the pump at the time of the event and the patient¿s status was reported as alive, no injury. Additional information has been requested, but was not available as of the date of this report. Further, the saline was put in the pump the day before the study and dye was able to be flushed revealing that the catheter was intact and in the spinal fluid with dye spreading normally. It appeared that the catheter tip was lower than previously implanted though; l2 now verses t7 as before. This was thought likely due to multiple abdominal surgeries. The patient has pain medications but the concentrations were not known as when the study was done saline was in the pump. No further information was available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0058207r, implanted: (B)(6) 2001, product type: catheter. (B)(4).